Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-02498. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was used to advance a 30 mm watchman ® laa closure device and delivery system (wds). The closure device was deployed and released in the laa. Sometime post procedure, that same day, pericardial effusion was observed. Pericardiocentesis was performed and about 450 cc's of fluid was drained. The patient was stable. No further patient complications were reported.